Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube has been found experiencing 3000 occurrences of underfill after use. The following has been provided by the initial reporter: vacutainer tube is underfilling, and creates huge problem for customer both in a practically and quality way, when using product.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It has been reported that the bd vacutainer® cat (clot activator tube) plus blood collection tube has been found experiencing 3000 occurrences of underfill after use. The following has been provided by the initial reporter: vacutainer tube is underfilling, and creates huge problem for customer both in a practically and quality way, when using product.